Manufacturer narrative:
The site declined to provide patient information, referencing (B)(4)'s privacy laws. No parts have been returned to manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that after registration in a cranial procedure, while creating a 3d model, the magnetic resonance imaging (MRI) and 3d images became unresponsive. In trouble-shooting, the system was re-started and normal function resumed. While the navigation system was being used, the select projection button became disabled and the virtual tip could not be shown; toggling between the registration screens restored function and control. There was no delay in the procedure. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative confirmed that the system worked properly after the case and that the logs would not be returned. The software investigation found that a probable cause was unable to be determined without further information since the behavior could not be replicated.